Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: a complaint of product breaking was received from the customer. One unused sample was returned for investigation. Through visual inspection, separation was confirmed. The female luer had separated from the top of the set. Some solvent was seen on the tubing. No damage was noticed to the tubing. A device history record review could not be performed on model 30914 because the lot number is unknown. The manufacturing plant was notified of this defect. The root cause was incorrect insertion of tubing into component. Because this process is performed without a fixture, variations can occur in the execution of the operation. Preventative inspections are in place to ensure operators are performing the operation as stated in the sws. Visual inspection and testing is performed by quality inspectors during manufacturing. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd extension set microbore experienced damage product. The following information was provided by the initial reporter: broken at utilization. One of the connector tips / area frayed.